Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer experienced a elevated blood glucose level reported between 500-600 mg/dl, with trace ketones. Customer addressed bg by administrating a manual correction injection. Reportedly the customer continued to use pump for insulin therapy.